Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation (for foreign material coming out of the air/water nozzle), it is likely that fragments of the injection tube, silicone rubber product or the like entered the air/water channel and clogged the air/water nozzle. This material did not originate from an olympus endoscope. Based on the results of the investigation (for improperly reprocessed device was used on next procedure), this event is likely due to less training to the facility staff on device handling and/or reprocessing according to IFU. This information is addressed in the instructions for use (IFU): user can properly detect suggested event 1 by handling device according to the following IFU statement and sections: ¿operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. User can properly reduce/prevent suggested event 2 by handling device according to the following IFU statement: ¿reprocessing manual_cleaning, disinfection, and sterilization procedures_ precleaning flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection, and sterilization procedures_ manual cleaning_ cleaning the external surface. *immerse the endoscope in the detergent solution. *with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted protruding from the channel. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Investigation images that showed the blockage protruding from the air/water nozzle. The evaluation reported that the contamination appeared to be a black rubber type material, and previous investigations indicated that this fault was typically a result of user handling. The evaluation concluded that the contamination did not originate from the olympus endoscope. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, an issue was with the scope¿s air/water flow. The customer believed that channel 4 of the scope was blocked. The intended procedure was completed with a similar device. There was no patient injury or patient infection reported. The scope was returned to for evaluation and found foreign material protruding from air/water nozzle causing a low water volume, which is considered a reportable malfunction.